Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was defective. The following information was provided by the initial reporter: event 1: material #: 2420-0500 batch/ lot #: 20053177 event 2: material #: 2420-0500 batch/ lot #: 20053178 event 3: material #: 2420-0500 batch/ lot #: 20053179 event 4: material #: 2420-0500 batch/ lot #: 20063045 event 5: material #: 2420-0500 batch/ lot #: 20063046 event 6: material #: 2420-0500 batch/ lot #: 20063047 it was reported that the IV tubing was non-conforming.

Manufacturer narrative:
H.6. Investigation: six unopened samples were received for quality investigation. The customers complaint of tubing defective/damaged was not verified by sample inspection. Visual inspection was conducted on the packaging and the product and there were no visible damages or defects identified on any of the samples. The samples were then opened and carefully inspected for any kinks in the tubing and nothing abnormal was observed. The samples were then primed and a simulated infusion was conducted and there were no leaks, air-in-line or occlusions observed. A device history record review for model 2426-0007 lot numbers 20053177, 20053178, 20053179, 20063045, 20063046 and 20063047 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. No root cause was established due to no failure modes identified or observed with the samples received. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20053177 regarding item #2420-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20053178 regarding item #2420-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20053179 regarding item #2420-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20063045 regarding item #2420-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20063046 regarding item #2420-0500. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective / damaged with lot #20063047 regarding item #2420-0500.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20053177, medical device expiration date: 2023-05-19, device manufacture date: 2020-05-04. Medical device lot #: 20053178, medical device expiration date: 2023-05-20, device manufacture date: 2020-05-04. Medical device lot #: 20053179, medical device expiration date: 2023-05-20, device manufacture date: 2020-05-04. Medical device lot #: 20063045, medical device expiration date: 2023-06-01, device manufacture date: 2020-05-30. Medical device lot #: 20063046, medical device expiration date: 2023-06-02, device manufacture date: 2020-05-30. Medical device lot #: 20063047, medical device expiration date: 2023-06-01, device manufacture date: 2020-05-30. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 2ss cv tubing was defective. The following information was provided by the initial reporter: event 1: material #: 2420-0500, batch/ lot #: 20053177. Event 2: material #: 2420-0500, batch/ lot #: 20053178. Event 3: material #: 2420-0500, batch/ lot #: 20053179. Event 4: material #: 2420-0500, batch/ lot #: 20063045. Event 5: material #: 2420-0500, batch/ lot #: 20063046. Event 6: material #: 2420-0500, batch/ lot #: 20063047. It was reported that the IV tubing was non-conforming.